Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for three patient samples tested with elecsys insulin on two cobas 6000 e 601 modules (serial numbers (B)(4)). Of the three samples, one had a discrepant insulin result. It was asked, but it is not known if any incorrect values were reported outside of the laboratory. The sample initially resulted with an insulin value of 776.1 uu/ml when tested on e 601 serial number (B)(4). The sample was repeated on e 601 serial number (B)(4), resulting with a value of 763.9 uu/ml. The sample was tested on a competitor analyzer on (B)(6) 2019, resulting with a value of 59.7 uu/ml. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
There was no problem with the device. The user detected a problem with the uninterruptible power supply (ups) connected to the analyzer and after changing the ups, they stopped having issues with the analyzer. The customer repeated the samples after the ups was replaced without issue. The issue was consistent with the problem with the ups.